Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the pt experienced glare, halos and circles around letters. In a follow up, a repositioning of the lens was performed. The pt was unable to neuroadapt and the lens was exchanged. The surgeon reports that the symptoms have resolved.